Event description:
International affiliate reports connector separated from the silicone elastomer and infection developed. The device was removed and surgeon has requested analysis for cause of separation.